Manufacturer narrative:
Photo provided showing company device. The plunger has been fully advanced outside the tip of the nozzle and appears to be advanced under the lens. The lens in the lens bay. Due to the quality of the photo, reported complaint cannot be confirmed. Plunger underride was observed. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during an iol implant procedure, the haptic was found to be broken. The patient was sutured and no lens was implanted. Additional information has been received: the patient could not delay or remain without implantation, so the surgery was performed 4 days later with a lens of the same diopter.